Event description:
Medrad stellant flex syringes are constantly leaking contrast when in use. Contacted (B)(4) and stated lot 8586385 has known issues, and all supply should be pulled from being used. FDA safety report ID# (B)(4).